Manufacturer narrative:
Additional information: b5, d1, d4, g3 h2 h3, h6, h11. Corrected data: it has been confirmed that this event was already reported via (B)(4).

Event description:
Duplicate of (B)(4). During an atrial fibrillation procedure, there was noise due to the display workstation resulting in cancellation of the procedure. When preparing to start mapping with the mapping catheter, noise was seen in some of the egms and then all the signals got noisy with interference and at times the egms turned purple with a flat line. After unplugging the mapping catheter from the amplifier, the other coronary sinus signals recovered. The mapping catheter cable was checked, disconnected and connected again, and replaced with a new cable but the issue remained. The amplifier and display workstation were then rebooted, and a new case was started, and the mapping catheter was exchanged but the issue remained. All the troubleshooting was repeated without success. A third catheter, this time an advisor hd grid rather than an advisor hd grid x was used. However, the issue still did not resolve. There were no adverse patient consequences.

Event description:
During an atrial fibrillation procedure, there was noise resulting in cancellation of the procedure. When preparing to start mapping with the mapping catheter, noise was seen in some of the egms and then all the signals got noisy with interference and at times the egms turned purple with a flat line. After unplugging the mapping catheter from the amplifier, the other coronary sinus signals recovered. The mapping catheter cable was checked, disconnected and connected again, and replaced with a new cable but the issue remained. The amplifier and display workstation were then rebooted, and a new case was started, and the mapping catheter was exchanged but the issue remained. All the troubleshooting was repeated without success. A third catheter, this time an advisor hd grid rather than an advisor hd grid x was used, however the issue still did not resolve. There were no adverse patient consequences. It is alleged that the issue was due to the ensite x amplifier.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x display workstation was received. Visual inspection revealed the front panel ports, and labels were free of physical damage. Internal visual inspection showed that all cables were secure and without pinch. The dws device accessories were connected along with power. Power was applied and the dws passed the power-on-self-test (post). The dws loaded the operating system successfully then ensite application main log-in screen loaded successfully with no errors. It was observed that the hostname installed was dwsx (B)(6). The main log-in information was not returned with the product. Hardware diagnostics which revealed both the memory and the hard drive tests were successful. Further testing could not be performed due to dws log-in securities. The reported event was able to be confirmed by the logs. Based on the investigation, and information provided to abbott, the reported event was not able to be duplicated, however the root cause was attributed to the memory module in cpu0 dimm0 location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Corrected information: it has been confirmed that this event was already reported via manufacturing ref: 2184149-2025-00102.